Event description:
It was reported the patient's blood glucose rose above 300 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours.

Manufacturer narrative:
The device was received with the needle fully deployed. The data showed no time outs, drive stalls or alarms. After investigation of the reservoir, insulin was seen past the o-ring indicating that the o-ring was not sealed properly and therefore not delivering insulin as intended. No other damages or deficiencies were observed that would keep the device from functioning as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.